Event description:
Boston scientific received information that a day after implant procedure, this right atrial lead exhibited r-wave oversensing and high pacing lead impedance measurement greater than 2,000 ohms. A lead dislodgement was suspected. Additional information indicated that oversensing did not lead to pacing inhibition with greater than two seconds of asystole. The out of range pacing lead impedance measurement was the result of lack of contact with the patient's tissue. This lead was re-positioned and remains in service. No additional adverse patient effects were reported. All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.